Event description:
It was reported that the device was used during a laparoscopic tubal ligation, the outer gasket of the trocar broke free from its position, was forced down through the trocar and ended up inside the patient. It was retrieved and the case was completed with another device with no consequences to the patient.